Event description:
It was reported while stimulation was turned on, the patient states she had an MRI of her back a while ago (1.5 years ago). The patient was not sure her therapy was on and she felt "tingling in her abdomen" just below her belly button. The patient states it felt like a tens unit. MRI technician told the patient "you'll be fine". The patient states that she did follow up with her healthcare provider about the experience. The patient states that it seemed at the time that the MRI technician just did not care that she had an implant device. The patient states she was going to have an MRI. The patient states of the neck initially. The patient states that the MRI was over head and then patient states again MRI was of the neck. The patient states three months ago, the patient had her first MRI of her neck. The patient did not feel interaction. The patient states she turned her therapy off at that time.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va08cx7, implanted: (B)(6) 2013, product type: lead. (B)(4).